Manufacturer narrative:
Please note that the following section is updated based on additional information provided by a penumbra sales representative on (B)(6) 2019: 1. Section b. Box 5.describe event or problem results: the lantern was ovalized approximately 132.0 thru 135.0 cm from the hub. The ruby coil embolization coil was within the lantern. The proximal end of the distal fractured segment of the pusher assembly was visible inside the hub of the lantern. The pusher assembly distal fractured segment was removed from the lantern, but the embolization coil was unable to be removed; therefore, the lantern could not be functionally tested. Conclusions: evaluation of the returned lantern revealed that the distal tip was ovalized. If the peel-able sheath is not used prior to insertion of the lantern into a parent device or if the device is forcefully gripped or pinched, damage such as ovalization may occur. This damage likely contributed to the resistance experienced during advancement of the ruby coil within the lantern during the procedure. Evaluation of the ruby coil revealed a fractured pusher assembly and the distal fractured segment was within the lantern. If the ruby coil is forcefully advanced against resistance, damage such as a pusher assembly kink may occur. Subsequently, if the kinked pusher assembly is further manipulated at extreme angles, the pusher assembly may fracture, and embolization coil will likely become detached. The fractured pusher assembly was removed from the lantern and the detached embolization coil remained within the lantern. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: (B)(4).

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through the lantern, the physician experienced resistance and, subsequently, the ruby coil pusher assembly kinked. Therefore, the smart coil and lantern were removed. It was also reported that a dent was found at the distal tip of the lantern. The procedure was completed using additional ruby coils and a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01898.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing the ruby coil through the lantern, the physician experienced resistance and, subsequently, the ruby coil pusher assembly kinked. Therefore, the ruby coil and lantern were removed. The procedure was completed using additional ruby coils and a new lantern. There was no report of an adverse effect to the patient.